Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that they had a return of pain in their right leg. The patient speculated that one of the leads had come loose but didn¿t know for sure. The patient also thought it might be a progression of the nerve pain that their device was initially implanted for. The patient noted that they did not have a managing physician and was given a physician listings. Indication for use includes spinal pain. On (B)(6) the patient called back and reported that they need a health care provider because they are in a lot of pain. It was explained to the patient that the physician listing was mailed out and takes a few days to arrive. An additional copy was mailed out.